Manufacturer narrative:
Device passed the displacement test. Device received with cracked reservoir tube lip and cracked belt clip slot. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that when changing the reservoir that time piece of plastic was chip off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.